Manufacturer narrative:
Continuation of d10: product ID 8780; lot/serial#: (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2026; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6); ubd: 24-mar-2017; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid (hydromorphone) 2 mg/ml at a dose of 0.1 mg/day and bupivacaine 4 mg/ml at a dose of 0.2 mg/day via an implantable pump. It was reported that the patient recently had a catheter access port (cap) study completed in preparation for a prophylactic pump replacement due to elective replacement indicator (eri) <(><<)>4 months (the date was unknown to the clinical specialist). Per the physician, the cap study was negative, so she was scheduled for a possible catheter revision with the routine pump replacement. Actions/interventions taken included the patient was taken to the operating room (or) today [(B)(6) 2026] for a planned catheter revision with routine pump replacement. The physician began by opening up the existing pump pocket and dissecting down to the pump and proximal segment. Once the full length of the proximal segment was exposed, he then attempted to aspirate from the cap again, but still had no return of cerebrospinal fluid (csf). He then disconnected the old pump from the catheter, but did not note any freely tripping csf from the catheter. He then proceeded to cut the proximal segment distal to the collet. Again, he did not note any csf from the spinal segment. At this point, he attempted to aspirate directly from the spinal segment, but was still unable to do so. He also attempted to retract the catheter down through the pump pocket, but once again, there was still no csf. At this point, he proceeded to open up the midline, lumbar incision and dissected down to the existing anchor and spinal segment. He then cut above the anchor, but once again found the spinal segment was negative for csf. At this point, he opted to replace the catheter and its entirety. The hcp folded over the previously existing spinal segment and tied it off in multiple locations using hand silk ties. He was given a new 8780 catheter which was placed at t7-8 without difficulty. The new catheter was anchored and then tunneled over to the existing pump pocket. After tunneling, the new spinal segment was connected to a new proximal segment and the new pump. The new pump was placed back within the pump pocket and a final catheter aspiration was done with positive return of csf. The incisions were then irrigated and closed. The issue was not resolved at the time of the report. The cause of the catheter obstruction was not determined. There were no allegations regarding the old pump, so the physician declined to return it and discarded it. The drug was transferred from the old pump to the new pump. Due to the new catheter, the physician opted to reduce the drug concentration and dosing to prevent symptoms of overdose/toxicity. The new concentration and dose was as above. The previous concentrations were dilaudid 10 mg/ml and bupivacaine 20 mg/ml. The previous dosing was dilaudid 1 mg/day and bupivacaine 2mg/day.